Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. Shortly thereafter, the mesh became infected, resulting in a vulvar abscess and subsequent mesh erosion.

Manufacturer narrative:
Mesh erosion occurred. Mesh erosion occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01014. The same pt is represented in each medwatch.